Manufacturer narrative:
Continued: d2a: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. It is unknown if the balloon was pre-tested prior to use. The instructions for use (IFU) states, "verify balloon integrity prior to use by attaching the enclosed syringe to the stopcock and inflating the balloon with air only." The instructions for use (IFU) states, "once the balloon is endoscopically visualized in the duodenum, turn the stopcock to the open position and deflate the balloon." Prior to distribution, all fusion quattro extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to remove bile duct stones , the physician used a cook fusion quattro extraction balloon. It was reported [that] there was difficulty to deflate the balloon. The user applied negative pressure by syringe and somehow deflated the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: d2a: biliary catheter for stone removal that may also allow for irrigation and contrast injection. Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the syringe still attached to the inflation port and with clear liquid drops inside of the balloon. During a function test, the device was inflated with air from the returned syringe. The balloon inflated as expected and the stop cock was turned to closed. Upon turning the stopcock to open, the balloon would not deflate (reference attached deflation video). A visual examination of the balloon and catheter did not reveal any defects. Under visual magnification, clear liquid spots could be seen inside the balloon. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the returned device confirmed the report. The balloon was found to contain a clear liquid substance. Using water or saline to inflate the balloon is against the IFU. The IFU states the following: "verify balloon integrity prior to use by attaching enclosed pre-measured syringe to stopcock and inflating balloon with air only." Use of the incorrect substance for balloon inflation is the most likely root cause for the balloon being unable to deflate. Prior to distribution, all fusion quattro extraction balloon are subjected to a visual and functional test to ensure device integrity. The functional test includes an air inflation test to ensure proper balloon function. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment, no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends. Additional comments: based on the information provided that the balloon was found to contain a clear liquid substance, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic procedure to remove bile duct stones, the physician used a cook fusion quattro extraction balloon. It was reported [that] there was difficulty to deflate the balloon. The user applied negative pressure by syringe and somehow deflated the balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.